Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and undersensing were noted on the right atrial (ra) lead. The physician suspected damage to the ra lead, however, no testing has been performed to confirm. Lead revision is anticipated. The patient was stable.

Event description:
Additional information received indicating that x-ray imaging confirmed dislodgement of the right atrial (ra) lead. The dislodgement was further confirmed visually during the revision procedure. The ra lead was repositioned successfully. The patient was stable.